Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4 cm in diameter saccular abdominal aortic aneurysm. It was reported that the patient developed an ischemic right leg post index procedure and was taken back to surgery for treatment. The physician preformed a right femoral embolectomy, right stent graft limb pta, and right stent graft limb stent placement. The post angiogram showed acquitted blood flow through the stent graft. The patient was successfully treated. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.